Event description:
It was reported that the zimmer dermatome was not cutting straight. Additional clinical follow up with the hospital indicated that the surgeon identified a potential misalignment of the dermatome head prior to use and the device was not used for treatment. An alternate device was stated to have been immediately available for use and the procedure was completed without incident.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is 8 years old and was last returned to the manufacturer for repair on (B)(4) 2005. Prior to repair, the device was out of calibration at the 0 and 20 setting. No other issues were found during inspection. The device was outside of the recommended yearly preventive maintenance, as the last repair was over 7 years ago. The cause is most likely due to the user not maintaining the device per preventative maintenance and handling according to the instructions for use. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.